Manufacturer narrative:
The insulin pump had minor scratches on the display window. No crack was noted on the screen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump he just received had a small crack on the bottom of the display screen. Blood glucose reading was 144 mg/dl. The customer noticed the damaged display screen upon opening the box the insulin pump was delivered in. Advised that the insulin pump will be replaced. Nothing further reported.